Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock when her arm was in air as she was taking a picture. A boston scientific technical services consultant discussed movement artifact, possible myopotential and oversensing. The patient was going to be seen in the clinic the following day to perform troubleshooting. The consultant recommended trying to reproduce noise as episode review identified the noise suddenly stopped, started again and then stopped again following the shock. Re-screening system vectors and assessment of device placement was also recommended to see if the device may be positioned a little too high for this patient. The device remains implanted and no adverse patient effects were reported.